Event description:
Procedure performed: unk. Event description: applied medical representative provided additional information for complaints: (B)(4) (report ID: 2027111-2024-00939) and (B)(4) (report ID: 2027111-2024-00940), and reported that the same hospital, along with the same surgeon experienced a similar malfunction to the two complaints mentions. Complaints: (B)(4) (report ID: 2027111-2024-00939) and (B)(4) (report ID: 2027111-2024-00940) malfunctions are cannula tip fractures. It happened today on (B)(6) 2024) at the same hospital with the same doctor. They threw out the packaging and the trocar but they did take this picture. The trocar is cracked but the piece didn't completely fall off. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformance's that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. A historical trend analysis and review of production records was performed, and no trends were identified.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unk. Event description: applied medical representative provided additional information for complaints (B)(4) (report ID: 2027111-2024-00939) and (B)(4) (report ID: 2027111-2024-00940), and reported that the same hospital, along with the same surgeon experienced a similar malfunction to the two complaints mentions. Complaints (B)(4) (report ID: 2027111-2024-00939) and (B)(4) (report ID: 2027111-2024-00940) malfunctions are cannula tip fractures. It happened today ((B)(6) 2024) at the same hospital with the same doctor. They threw out the packaging and the trocar but they did take this picture. The trocar is cracked but the piece didn¿t completely fall off. Patient status: no patient injury or illness was reported.